Manufacturer narrative:
As the device is not PMA approved, the related complaint is not considered MDR reportable.

Event description:
As the device is not PMA approved, the related complaint is not considered MDR reportable.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade I, pain, and anatomical deformity. Healthcare professional later reported capsular contracture baker grade iii. Treatment: montelukast and nsaids. Device remains implanted.

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event of capsular contracture-breast was requested on may 02, 2024. Visual analysis of the photographs identified: device patch with lot number 3638376 and catalog number ssx-370g. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Clarification to g4: disregard the blank field. This device has been confirmed as PMA approved. Correction to g.3 aware date of supplemental medwatch emdr-31077. Aware date should have been listed as 4/30/2024.

Event description:
It has been determined that the device on record is confirmed as PMA approved. The previously reported event of capsular contracture baker grade iii has been confirmed by a physician. Treatment: montelukast and nsaids. The device has been explanted and replaced.